Manufacturer narrative:
B5 and d6b explant date update.

Event description:
The infection of this patient resolved. Blood cultures after the infection was noted on CT were negative/no growth to date. The patient was on meropenem for antibiotic coverage.

Manufacturer narrative:
Corrected information was provided in b5. Upon review, it was identified that it was inadvertently omitted from follow-up report #2. Corrected information was provided in d3 (manufacturer fax) and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information was received stating that limb ischemia was noted before impella insertion.

Manufacturer narrative:
Corrected data: d4 serial number updated/corrected. The investigation is still ongoing.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 44-year-old male patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage d shock, and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the white blood cells (wbcs) were in the 30's. A computed tomography (CT) scan showed an infection at the impella site. Antibiotics were started. The post-procedure outcome is unknown. The impella functioned at p-5 at 3.1l/min as intended. Risk of infection often correlates with the patient's underlying critical clinical condition, duration of mechanical support, other potential sources including peripherally inserted catheter lines, multiple mechanical support devices, or the device itself.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.